Manufacturer narrative:
This report is for an unk - nuts: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent a procedure for fixation of bilateral sacral fracture, utilizing a dps sacral bar implant 260 mm with nuts and washers. Postoperatively, the patient presented implant dislocation and persistent pain, sensitive deficit in the l5/s1 dermatome; suspected motor axonal injury. Reoperation was due to mal positioning of is-screws and sacral bar; both sacral bar an is-screws were removed and new osteosynthesis with is screws and a fixateur interne at the os ilium on both sides. Healing of fracture was bad outcome after removal of sacral bar. This report is for one (1) unk - nuts. This is report 3 of 3 for complaint (B)(4).